Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year old (B)(6) female patient underwent primary breast reconstruction with mentor tissue expander 550cc tissue expander on (B)(6) 2018. It was reported that the expander could not be filled with saline and that it emitted air prior to implantation. As a result, the expander was replaced with another mentor tissue expander 550cc tissue expander during the same procedure on (B)(6) 2018.

Manufacturer narrative:
Mentor became aware that the patient code capsular contracture was erroneously included in the initial report. It was discovered that the capsular contracture was reported even though the device was not implanted. There was no consequences or impact to patient. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device returned with blue fluid. No foreign material was observed within the device or on the shell surface. Upon initial inspection the device appears intact. There is no difficulty with expansion of the device. No other anomalies were discovered. Complaint was not confirmed. A manufacturing record evaluation (mre) of lot number 7423452 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer reference number: (B)(4).